Manufacturer narrative:
Sample received for evaluation. Results of the investigation are not available at the time of this report. A follow-up report will be sent when completed.

Event description:
The event is reported as: during a vein harvest the blade and panel got hot warm to the touch. Towards the end of the harvest the tech noticed a small red area on the upper left thigh in which she called it a first degree burn. The burn was treated with silvadene ointment and a vaseline gauze dressing. At 18-24 hours post-op it was reported there was no evidence of a burn. This is the first of two reported incidents.